Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported cuff miss was confirmed. In addition the returned device analysis found one cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported cuff miss appears to be related to interaction with the patient scar tissue. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using a preclose technique, prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, an anterior cuff miss occurred. The sutures of two additional proglide devices were successfully pre-placed using the preclose technique. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved using the successfully pre-placed sutures of the second and third proglide devices. Also, hemostasis was successfully achieved in the right common femoral artery using the pre-placed sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.